Event description:
It was reported to aesculap inc. That a patella guide sizer/guide assembly p2 (part # mf604r) was used during a total knee replacement procedure performed on (B)(6) 2022. According to the complainant, during the procedure, the spike on the backside of the instrument detached into the patient. The spike was retrieved, and then the procedure was continued and successfully completed. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of this event. The adverse event / malfunction is filed under aic reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturer evaluation: the device was returned to the manufacturer for physical evaluation. Reportedly, the construction of pin assembly created using laser welding process. However, the part could not be identified through laser marking due to fading. Therfore, the part was determined to have exceeded its lifetime usage. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. The investigation into the reported event was able to confirm the spike detachment. Due to the fading of the laser weld marking, it was determined that the useful life of the device had been exceeded.